Event description:
Unomedical reference number: (B)(4). Event occurred in canada. The patient reported that the infusion set's tubing was detached from connector between (B)(6) 2023 to (B)(6) 2023. This issue occurred with 7 similar type of infusion sets used for about one day. Further, the patient replaced the infusion set and insulin was resumed successfully. No further information was available.